Event description:
While priming the standard bd alaris pump infusion set, the tubing disconnected/spontaneously broke at the point just above the distal y-site. There was no outside force applied to the tubing when the tubing broke.